Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer states that the fuse blew out on the control pcb display. No reference to patient involvement.